Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the evaluation, observed the catheter broke in the middle of the shaft. The surface was normal in appearance with the presence of typical jagged tears which resulted from the breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The breakage did not occur as a result of any manufacturing process related cause. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due to operator error, mechanical failure, user related (eg: pulled by user). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement foley catheter was found fractured.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during placement foley catheter was found fractured.